Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer 7 was failed. A field service engineer found drawer 7 solenoid plunger and u-link was broken. Replaced the solenoid plunger to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had matrix drawer 7 was not opened. The customer indicated that they were able to get the medication through pharmacy. However, no information has been provided regarding this event. There were no adverse events or injuries reported based on this event.